Event description:
It was reported that the lemo pin connector on the 9600 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was repaired during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.